Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction". Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. This report sent (B)(6), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, the patient was revised due to infection on (B)(6), 2011. The tibial bearing was removed and replaced.